Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was fractured approximately 88.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the proximal shaft of the 3max was fractured. This type of damage typically occurs due to improper handling during preparation. If the device gets caught on a foreign object, or is otherwise forcefully manipulated against resistance during handling, damage such as this may occur. 3max devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, while the technician was removing the penumbra system 3max reperfusion catheter (3max) from its dispenser hoop, the 3max got caught on something metal and broke. The 3max became damaged prior to use and therefore, was not used for the procedure. The procedure was completed using a new 3max.